Event description:
It was reported that the patient experienced bilateral lower extremity numbness. The patient was hospitalized. The intrathecal infusion rate was decreased by 13%. The pump was used to deliver dilaudid, baclofen, bupivicaine and clonidine. The patient outcome was reported as "ongoing".

Manufacturer narrative:
(B)(4).